Event description:
It was observed that during the device evaluation, the subject device exhibited failed leak test from video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found failed leak test from video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.